Manufacturer narrative:
Biomérieux investigation was conducted. The customer did not submit a patient sample. Analysis of the batch record for lot 1003806230 indicates abnormality at the time of inspection of the batch prior to release. Review of complaint records indicates no other claim of this type for lot 1003806230. In the absence of return of patient sample and/or customer reagents, no further testing is possible. The vidas® troponin ultra kit is performing in accordance with specifications.

Event description:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported to biomerieux that they were informed by a clinician of a false positive test result (0.65), for a test performed on (B)(6) 2015 using vidas troponin I ultra (ref. 30448, lot 1003806230). This result was provided to the surgeon. The patient was hospitalized in response to the vidas troponin I ultra result. The vidas troponin I ultra test was repeated by the hospital laboratory and obtained a result of "negative." A portion of the patient sample was also sent to another laboratory for testing via troponin I ultra roche; the result was "negative." The most recent successful qcv testing of the vidas instrument was performed on 20jul2015. The patient was not prescribed any therapy based on the false positive vidas result. Further testing was ordered by the physician to confirm the troponin result, which is in line with the instructions for use. There was no reported death or serious injury associated with the identified event.